Event description:
It was reported that the c-arm rotated up to 7 degrees with patient compressed. No injury reported. A field engineer was dispatched to the site and determined the tomo potentiometer needed to be replaced. Once this was completed the system was working as intended.